Manufacturer narrative:
One device was returned for investigation. The device was visually inspected and functionally tested. No leaks were found in the device. The symmetry met the manufacturing specification. The reported problem could not be confirmed. No corrective actions are planned at this time. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
Other, other text: e1: initial reporter address, city, state, and zip code are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff ruptured one week after it was put in place. The cuff was inflating overnight. Adverse effects reported: "walking up every 10 minutes with hearth racing", has sleep apnea and when the cuff is down no breath is triggered. There was medical intervention required, changed trach after dad drove to gray indiana to pick up the product. The result is there was a cuff leak as well. Patient has a history of duchennes muscular dystrophy. Event happened in patient home.